Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device was installed on (B)(6) 2015 and this event occurred over 9 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that before a procedure, was found that the device had low energy. The procedure was completed with another device without patient complications.

Event description:
It was reported that before a procedure, was found that the device had low energy. The procedure was completed with another device without patient complications.